Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The peritonitis was manifested by turbid pd fluid appearance. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with an intravenous injection of vancomycin (dose, frequency and duration not reported), intraperitoneal injection of meropenem (dose, frequency and duration not reported) and oral tablet of forcan (dose, frequency and duration not reported), for peritonitis. At the time of this report, the patient outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient¿s peritoneal dialysis effluent was clear and the patient¿s course of antibiotic treatment was completed. The patient recovered from the event and was reportedly ¿doing well¿. Should additional relevant information become available, a follow-up will be submitted.